Event description:
Complainant alleged that while attending to a patient (age & gender unk), the device advised shock to what the clinicians beleived was an asystolic rhythm. The clincian delivered two shocks to the patient as a result of the analysis outcome. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.